Manufacturer narrative:
Inspected one opened and used sensor and found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned opened and used. Unable to confirm adhesive anomaly on opened and used sensors.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 226 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer stated she was having issues with her first sensor not being accurate and being way off, she stated her 2nd sensor was not sticking and made her bleed. Customer stated she had ate (B)(6) and bolus. Troubleshooting was done and customer stated that their blood glucose and sensor glucose levels were not in acceptable range. Insulin delivery was suspended due to sensor glucose values. Sensor glucose value that triggered the suspend event was 40 mg/dl. Suspend on low limit in sensor settings was 90 mg/dl. Customer declined blood at site and tape not sticking. Customer also reported tape not sticking issue. The sensor will be returned for analysis.